Event description:
On january 3, 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter read inaccurately high compared to another onetouch ultralink meter. This complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged inaccuracy issue began at 1 a.m., on (B)(6) 2016. During the follow-up call, the patient reported that he last tested his blood glucose with the subject meter approximately 3 hours prior to the alleged inaccuracy issue beginning; however, he was unable to recall the result obtained. The patient denied making any changes to his usual diabetes management regimen in response to the result obtained at that time. The patient claimed that later that evening at approximately 1 a.m., on (B)(6) 2016, he obtained blood glucose readings of ¿186 mg/dl¿ with the subject meter and ¿36 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. During the follow-up call, the patient advised the csr that his usual and/or expected results are ¿about 120-160 mg/dl¿ and that he tests his blood glucose 7-8 times per day starting at 6 a.m., and testing every 3 hours until he goes to bed. The patient is insulin dependent and manages his diabetes with insulin pump therapy (humalog insulin). The patient reported that 15 minutes prior to obtaining the alleged inaccurately high blood glucose reading of ¿186 mg/dl¿, he developed the symptom of ¿faster heartbeat¿ and his ¿blood sugar went down¿. He denied receiving any medical treatment as a result of the alleged inaccuracy issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The patient did not have testing supplies available at to test the subject meter at the time of troubleshooting. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.